Event description:
It was reported from (B)(6) that during testing the attachment device stopped functioning. There were no reported delays to a planned surgical procedure. However, it was unknown if a spare device was available for use. There was no reported patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. (B)(6). The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the ball bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.